Manufacturer narrative:
Investigation summary: customer reported false positive results on a bd bactec 9050 instrument (p/n 445800, s/n (B)(6)). No erroneous results were reported to doctors, and patients were not impacted. Bd remote assistance communicated with the customer and the device has been updated as an fx device. This is an unconfirmed failure of the bd product. Review of the device history record is not required due to the age of the instrument. Service history record review revealed no previous complaints for this issue. Bd quality did not receive any returned parts or instrument for investigation. The root cause was unable to be determined. No new trends, risks, or hazards were identified as a result of the complaint. Bd quality will continue to closely monitor for trends associated with this failure.

Event description:
It was reported that while using bd bactec¿ 9050 system a false positive result was obtained by the laboratory personnel. A subculture was used to confirm the false positive. The customer stated results were not reported out so there was no report of patient impact.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that while using bd bactec¿ 9050 system a false positive result was obtained by the laboratory personnel. A subculture was used to confirm the false positive. The customer stated results were not reported out so there was no report of patient impact.